Event description:
It was reported on (B)(6) 2026 a 30mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery sheath. During deployment the occluder took on a cobra shape. The occluder was not released from the delivery system and was removed from the patient. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 30mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery sheath. During deployment the occluder took on a cobra shape. The occluder was not released from the delivery system and was removed from the patient. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.